Manufacturer narrative:
It was not possible to isolate the event to one model as the customer provided to possible model numbers: t001709a or pxmk2041. The product has been received for evaluation, however the investigation has not been completed. Once the investigation is completed a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this disposable pressure transducer, the pressure line detached. There was blood leakage, but as the incident happened at the end of the procedure, it was spotted fairly quickly. There was no adverse impact to the patient and there was no need for transfusion. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). The device was evaluated. The report of "pressure line detached" was confirmed. As received, pressure tubing was found completely detached from bond joint with the male connector. Indications of what appeared to be bonding material were evident on tubing bond surface area. Tubing od was measured to be 0.140" near the point of detachment, was within specification. No other visible damage or inconsistency was found to the returned pressure line. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. A potential root cause could be associated with the manufacturing process, however, there is not sufficient evidence to conclude this as the manufacturing records could not be reviewed. It was confirmed that the bonding procedures are clearly explained and that there are manufacturing controls to avoid potential causes related to the reported malfunction. Nevertheless, a personnel notification was performed to prevent this type of reported malfunction. Additionally, the IFU was reviewed and it includes clear instructions for set up and maintenance and shows specific instructions to ensure that all the connections are secured.